Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 24 x 4.00 mm stent delivery system. A visual examination of the stent found that the stent was damaged in the mid-section of the stent with struts lifted from their crimped stent position and misaligned. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. A recommended 0.014" guide wire was loaded into the wire lumen of the device without issue. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30-nov-2020. It was reported that advancing difficulties were encountered. The stenosed target lesion was located in the severely calcified distal right coronary artery. A 24 x 4.00mm promus premier drug-eluting stent was advanced but could not reach the lesion. Pre-dilatation was performed again; however, resistance was encountered and the stent was stuck in the calcified part. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.